Event description:
Event description guidant received information that this device migrated into the patient's breast tissue despite the fact that it had been sutured in place. When the device migrated, it inadvertently pulled on the right ventricular lead, which had to be repositioned. The physician placed a parsonnel pouch over the pulse generator to promote fibrous growth in the pocket and commented that he only sees this happen in patients that are large breasted.